Manufacturer narrative:
The product is not available for eval. The product is not distributed in the u.s., however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the u.s. Add'l info will be submitted within 30 days from receipt.

Event description:
The info received indicated that the pt was admitted with a 90% stenosis in the aha7. The lesion was de novo, slightly calcified and moderately tortuous. The lesion was pre-dilated with a 3.0 lacrosse balloon catheter without issues and then a 3.0 x 33 mm cypher was delivered to the target lesion. When the cypher was being inflated, the balloon ruptured after the stent was deployed at an unk inflation pressure. It is unk how the balloon rupture was confirmed. The stent delivery system (sds) of the cypher was retrieved and the stent was post-dilated with a quantum maverick balloon catheter to further dilate the cypher stent. The procedure was completed successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the sds. Leakage from the balloon was confirmed under coronary angiography (cag). The maximum inflation pressure was 10 atm. The stent was under-deployed due to the balloon burst. A maverick balloon was used for post-dilation. The balloon catheter did not kink while being used and was removed easily. There was no resistance/friction with other devices.